Event description:
It was reported that the patient underwent a gynecological procedure in 2007 and an mesh was implanted. It was also reported that the patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted, concurrently with an anterior repair, surgisis es soft tissue graft due to cystocele, incontinence, bladder dysfunction, vaginal prolapse, and pelvic pain. It was reported that patient underwent a transvaginal midurethral sling excision and cystoscopy on (B)(6) 2014 due to bladder outlet obstruction secondary to midurethral sling, urinary urgency and frequency and dyspareunia. No additional information was provided. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.